Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) was 600 mg/dl and insulin injections were administered. Reportedly, contact brought the customer to the emergency room (ER). Although multiple attempts were made by tandem technical support to obtain additional information regarding the ER visit, contact did not reply.